Event description:
It was reported that the patient was experiencing "underdose symptoms" of increased usual chronic pain. The caller also noted a volume discrepancy with the drug pump; the expected reserve volume was 2.7 mls and the actual reserve volume was 24.0 mls. Prior to refill, the drug in the pump was pr morphine sulfate. The current drug in the pump is dilaudid. The caller also mentioned that at the last refill at a different clinic they could not refill and thought the pump was flipped. Diagnostic studies were being discussed to determine the reason for the volume discrepancy. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.